Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. The patient¿s pacemaker was found to be in backup vvi mode and was unable to be interrogated. The physician elected to explant and replace the pacemaker on (B)(6) 2023. The patient had no adverse consequences.

Manufacturer narrative:
The reported event of device in back-up operation was confirmed. The device was in back-up operation mode upon receipt. Analysis of the device image revealed that device went into back-up mode due to reset error consistent with an integrated circuit anomaly. The device was restored by reloading product code. Further analysis performed found device to be above elective replacement indicator (eri) level and assessment of total projected longevity was performed showed the device exceeded longevity. No other anomalies were seen.